Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is 'over infusing ( 21.81, 21.83 )'. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem. The device was found to be operating within the accuracy specifications. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.